Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the patient experienced dizziness, tingling hands, weakness, fell ¿almost asleep¿, and loss of consciousness. The patient was brought to the hospital by an ambulance, and when a fingerstick was taken, the cgm reading was 12.0 mmol/l, and the blood glucose reading was 22.0 mmol/l. The patient was treated with insulin and intravenous fluids and discharged from the hospital after 7 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.